Event description:
As reported by the edwards japanese affiliate implant patient registry (ipr), approximately 6 years and 6 months after a transfemoral tavr procedure, a sapien xt valve was explanted and surgical aortic valve replacement (avr) was performed. The explanted valve was discarded at the hospital and not returned for evaluation. The reason for the valve explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. Device discarded.

Manufacturer narrative:
Additional information was received and added to b.5. B.7 and h.6 health effect - clinical code and device code were corrected based on the new information received. Investigation is ongoing.

Event description:
Additional information was received from the field. The reason for the valve explant was prosthetic valve failure/structural valve deterioration. Valve function was good until the 5 year follow-up but at the 6 year follow-up an increase in gradient and shortness of breath were observed. Valve thrombosis was suspected and heparin was administered. No improvement was observed after 3 months of follow up. The decision was made to perform avr. Sclerosis was observed in the explanted valve cusps. It was possibility that the valve thrombosis had become organized. The patient was also taking doacs (lixiana) for atrial fibrillation (af).

Manufacturer narrative:
The valve was not returned for evaluation. During manufacturing of the sapien xt transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. Accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. The thv recipient should be maintained on anticoagulant/antiplatelet therapy, as determined by the patient's physician. Long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate thv performance. Potential risks specifically associated with aortic valve replacement and bioprosthetic heart valves include but may not be limited to structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, chordal rupture, thickening, stenosis, or other). No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk manage ment documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required . The valve degeneration/deterioration was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported , ''approximately 6 years and 6 months after a transfemoral tavr procedure, a sapien xt valve was extracted and surgical aortic valve replacement (avr) was performed.'' Per additionally received information, ''sclerosis was observed in the explanted valve cusps. It was possibility that the valve thrombosis had become organized.'' Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, expanded valve showed evidence of sclerosis (containing fibrous tissues structured into layers leading to leaflet thickening). This likely impacted the thv function and resulted into valve failure. As such, available information suggests that patient factors (sclerosis) may have contributed to the reported event.

Event description:
Additional information was received that this event and patient were included in an article titled, ''successful implantation of rapid deployment aortic valve after tavr explantation''. Prior to the explant, echocardiography revealed severe pvd with a mean pressure gradient of 49mmhg, aortic valve area of 0.6 cm, and peak velocity of 4.6 m/s. There were no major post-surgical complications, including conduction disturbances. Postoperative echocardiography demonstrated a preserved left ventricular ejection fraction of 64%, a mean trans-aortic pressure gradient of 15 mmhg, an effective orifice area of 1.2 cm, and no aortic regurgitation.

Manufacturer narrative:
Citation: yanagino, yusuke, et al. ''Successful implantation of rapid deployment aortic valve after tavr explantation.'' Journal of cardiothoracic surgery 19.1 (2024): 211. Additional information was received via an article. Additional information was added to b.5. No additional changes are necessary. Added additional selection to g.2.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2 added additional h.6 type of investigation code. H.11 is being updated after review of the article. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The valve degeneration/deterioration was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 6 years and 6 months after a transfemoral tavr procedure, a sapien xt valve was extracted and surgical aortic valve replacement (avr) was performed.'' Per additionally received information, ''sclerosis was observed in the explanted valve cusps. It was possibility that the valve thrombosis had become organized.'' Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, the expanded valve showed evidence of sclerosis (containing fibrous tissues structured into layers leading to leaflet thickening). This likely impacted the thv function and resulted in valve failure. As such, available information suggests that patient factors (sclerosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.